Event description:
Health care professional reported that during implant, the surgeon did not think that the leaflets coapted properly. He reported that the valve was ready to be lowered into the annulus when he opened the leaflets with his forceps. The left and right cusps closed again but the non-coronary cusp stayed open. He was afraid the cusp would not close in the body, so he removed the sutures from the valve and implanted another hk mitral. There was no reported adverse effects to the patient and the valve was returned for analysis.